Event description:
The customer reported the image of the subject device was fuzzy (blurry image). The issue was observed during preparation for an unspecified therapeutic procedure. There was no patient or user injury reported. No further information was available. The device was sent to an olympus service center for evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service observed no image was displayed. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the ccd unit, sliding error of movable l-range that occurred in the zoom scope, image occurred within the allowable range, damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: ·operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use: warnings and cautions. During inspection and testing, service found a leak from the air/water channel on the air supply connector. There were dents on the distal end plastic cover. The objective lens had a chip at the edge. There was fluid inside the light guide lens and the adhesive was peeling. The insertion tube was buckling near the bending section, and the charge couple device (ccd) wire was short. The control body had fluid ingress and corrosion was observed. The light guide tube was buckled. The scope connector had fluid ingress. The up/down and right/left control knobs were loose. Angulation was low. The label on the scope cover nameplate was missing. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.